Event description:
It was reported that the patient with this pacemaker was presented to the emergency room (ER) due to multiple syncopal events. Upon review, it was found that the patient exhibited loss of capture (loc) as the pacemaker was found to be in safety mode. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was presented to the emergency room (ER) due to multiple syncopal events. Upon review, it was found that the patient exhibited loss of capture (loc) as the pacemaker was found to be in safety mode. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.